Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, specific bg values were not provided. Although the cause of the elevated bg levels were unknown, it was reported that the customer was struggling controlling bg levels since starting on the pump. The customer confirmed that the pump would continue to be used to continue insulin therapy.